Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All devices were explanted and were kept by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5004779/5005970.